Manufacturer narrative:
During technical onsite visit the field service engineer (fse) disconnected and checked all vacuum connections, cleaned test adapter and tested system. System is working within company specifications per service test procedure. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported the laser stopped during the procedure. Additional information has been requested.